Event description:
Pt has essure placed in tubes 2009. Pt had body aches and pains very heavy periods of duration of 3 years. Pt had device removed for tubal ligation only to find one coil. The other coil was found in pts sacrum in two pieces.